Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported that once the implant was placed it was not possible to remove the driver, so that the implant had to me remove. Procedure completed using another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One implant and one unknown biomet mount were returned for investigation. Visual evaluation of the as returned product identified the implant with signs of use, minor bone attached to external threads. The unknown biomet mount however, had heavy signs of overuse. Functional testing to recreate the reported event revealed the mount did not disengage from the implant. Malfunction. A pre-existing condition noted on the per was low bone density (type iii). The reported devices were located on an unknown tooth site (fdi) and were placed and removed on the same day. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev I - 2022/04/01 / biomet 3i restorative products IFU (p-iis086gr) rev f ¿ october 2019 information identified: warnings and precautions. DHR review: DHR review and complaint history review could not be performed, as the lot number associated with the reported product (unknown biomet mount) is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. Post market trending review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product (fnt3210 & unknown biomet mount). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.